Event description:
New information received noted that programming changes were made on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker under-sensed r-waves while the patient was in supraventricular tachycardia. There was some variability in the r-wave amplitude on the electrogram. Programming changes were discussed; none were reported. The patient was asymptomatic.